Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device tubing, and the device was observed to not have been cleaned sufficiently. The following additional findings were also noted: leak between plastic cover and distal end, worn adhesives, left arm corroded, and assorted discolored parts, scratches, chips, corrosion, angle wire wear, and wrinkles and deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon the inspection and testing of the returned loaner evis exera ii duodenovideoscope device. It was discovered, that the device had not been cleaned sufficiently, and foreign material was observed in the device tubing. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide the result of the device investigation. Further investigation of the device revealed that the inside of the light guide lens was also dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is believed that the foreign material in the instrument channel and elevator wire remained following an incomplete reprocessing of the device due to leakage. It is also believed that due to physical stress caused by hitting or dropping the distal end of the device, or chemical stress caused by a chemical solution used, that the adhesive around the light guide lens peeled off and moisture entered inside of it, resulting in corrosion. However, a definitive root cause could not be identified for either failure mode. This issue is addressed in the instructions for use (IFU): instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor the field performance of this device.

Event description:
On 03may2023, a response to a request for additional information regarding the event was received. The issue reportedly occurred during reprocessing, and the customer confirmed there was no harm to the patient or to the user.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.